Event description:
During implant, the health care professional discovered that the tip of the lead was bent. The bent lead was not used and the implant was completed with a new lead. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Testing of the lead (model 3389, serial number (B)(4)) revealed the distal end of the lead was bent. The distal end of the lead was bent at the #0 electrode. The distal end of the stylet wire was straight. The continuity was acceptable on all circuits and there were no shorts between circuits.